Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer pointer was approximately three inches down and to the left of where the stylus was touching the screen. The stylus was replaced and calibrated, but it did not completely resolve the issue, although the pointer is closer than it was. The programmer remains in use. No patient complications have been reported as a result of this event.